Event description:
On (B)(6) 2012, the patient and her grandmother contacted animas (anm) alleging an intermittent power issue with the pump. The patient claimed that the pump had powered off 4 times the previous week. The patient did not allege any harm or injury because of the alleged issue. The patient claimed that the yellow o-ring was not visible. According to the patient, at times she would have difficulty securing the battery cap to the pump. The patient denied that the pump's battery cap had any damage. The patient mentioned, however, that the battery compartment had corrosion in it. She also admitted that the pump's battery cap had never been changed. The alleged power issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a power issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump initially would not power on. The cover was removed to investigate, and evaluation revealed a damaged power flex. The damaged wire was repaired, after which the pump was tested for 24 hours with no additional power issues. There was no damage found to the battery compartment or battery cap upon visual inspection. The battery cap was able to appropriately secure to the pump.